Event description:
During femoral fixation surgery the cutter broke. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the cutter revealed the weld on the tip of the cutter head is broken. The investigation noted the cutting bolt was blunt, damaged and that mechanical overload may have caused the breakage. The investigation determined this complaint to be invalid.